Event description:
Customer reportedly received the following results on the advantage system while using comfort curve test strips, within 10 minutes: 244 mg/dl, 159 mg/dl, 106 mg/dl, and 248 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.